Event description:
I was experiencing sharp long term pains in my lower stomach and blood in stool, shortness of breath, after a series of tests it was proven that the ivc filter was perforated and chronic in appearance and may now be lodged permanently since the device has not been monitored for at least 12 years and was left in place for no medical reason. Reason for use: blood clot. Event not abated after use stopped or dose reduced? No.